Manufacturer narrative:
Additional information b5: medtronic received additional information that the batteries had been replaced previously on july 31, 2020. The lot number of the batteries removed from the instrument was 10887502. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was confirmed for the reported display failure. The service technician confirmed that the instrument did not start up even when the power was turned on. The issue was resolved by replacing the assy 560 bio-console syscon (previous part number: 90909002 with a new version of the part (new part number m021374c0010), calibrating and cleaning the instrument. The batteries were replaced as part of the preventative maintenance. The batteries are expected to perform for up to three years from the date of battery manufacture. A review of complaint and service records associated with this unit found no other instances of battery replacement within three years. The batteries met their life cycle requirements. Preventive maintenance was performed per specifications. This occurrence was identified during preventive maintenance, therefore, there was no patient involvement. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Additional information b5: medtronic received additional information that the part number of the system controller board that was removed was 90909002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During servicing by the facility's bio-med on this bio-console 560 instrument, it was noted that a display failure had occurred. This was detected during service so there was no adverse patient effects

Manufacturer narrative:
Device evaluation summary :the reported display failure was verified during depot service. The service technician confirmed that the instrument did not start up even when the power was turned on. The issue was resolved by replacing the sc substrate, calibrating and cleaning the instrument. The batteries were replaced as part of the preventative maintenance. Preventive maintenance was performed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.